Event description:
It was reported that, the patient with this pacemaker exhibited a syncope episode and dizziness. Subsequently, a follow up in the clinic was performed and loss of capture was noted on the right atrial (ra) lead. Upon review, nothing was documented in the event logbook except for atrial tachy response (atr) episodes that were clearly atrial flutter, no noise was noted. Isometrics were performed and no noise was recorded. Additionally, the impedance trend for the ra lead has been increasing for the last three months, within normal limits. The patient will receive a holter to see if there are more syncope episodes as this was a new implant only six months ago. This pacemaker remains in service. No additional adverse patient effects were reported.